Event description:
This lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2001 due to a product performance issue. There is no information on the form stating what the issue was. This issue was noted on a form dated (B)(6) 2010. The physician was dr. (B)(6) at (B)(6) hospital and health centers in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).